Event description:
It was reported that a prosa (part # unknown) and progav 2.0 (part # unknown) were implanted during a procedure performed on an unknown date. According to the complainant, the patient underwent a revision procedure on an unknown date. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Although requested, additional information has not been made available. Same event as medwatch MDR ID # 3004721439-2022-00126.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Investigation: visual inspection. The following observations were made during the visual inspection: deformation of the outer housing. Tissue residues on the catheter. Measurement of surface of the housing: deformation detected: yes - measured value: - 0,078 mm [tolerance (0 ± 0.02mm)] too much pressure on the valve, for example through the adjustment tool or resulting from a fall or hit to the head of the patient, can compromise the integrity of the valve. Permeability test: the test showed that the prosa combined with the progav 2.0 and the burhole reservoir is permeable. Computer control test: the computer-controlled test showed the opening pressure of the prosa, at a reference flow rate of 20 ml/h in a vertical position of the valve, to be 30,19 cmh2o. This is within the specified tolerance of 38 cmh2o +7/-8 cmh2o. Adjustability test: the prosa was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the prosa was within the specified tolerance and the brake function operated as expected. Internal inspection of product: after dismantling of the valve, deposits were found in prosa. Results: for the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test was already carried out after the revision at the hospital. Based on our investigation results, we can detect deposits. At the time of the investigation, the deposits do not affect the technical properties of the prosa. We are unable to determine how the aforementioned functional impairment occurred at the time of the investigation. Existing deposits in the csf may temporarily impair the function of the valve and are described concomitants in the hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.